Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "c-reactive protein course during the first 5 days after total knee arthroplasty cannot predict early prosthetic joint infection" written by christoph windisch, steffen brodt, eric roehner, and georg matziolis published by arch orethop trauma surgery 2017 published online on 9 may 2017 was reviewed. The article's purpose was to test the hypothesis that, besides the absolute preoperative crp value, also the absolute postoperative crp value and its course over the first 5 days after tka are valid indicators of periprosthetic early infection. All patients received depuy lcs primary implant with cement of unidentified manufacturer. Patella resurfacing was not noted. Depuy product(s): lcs femoral, poly insert, lcs tibial. Adverse events: infection (treated by revision).